Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reciprocator device would not stay during use and was getting really hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was running intermittently, did not get really hot, the internal components were corroded, the (ecu) electronic control unit was working intermittently and the motor was worn and made an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.